Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. The distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. (B)(4).

Event description:
It was reported that during an implant procedure, the right ventricular lead had high impedance at multiple sites. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.